Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with high sleep current due to cracked l7 at the printed circuit board assembly. After battery installation unit alarmed trace pointers are invalid error, history pointers failed error and post-reset ram crc alarm, power supply test failed error during self-test and safety notice ngp pump error while pump was being monitored due to cracked l7 at the printed circuit board assembly. The insulin pump passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.